Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. The psm passed slow sweep testing. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis.

Event description:
It was reported that during a da vinci surgical procedure, an error 25580 presented on the patient side manipulator (psm). The customer pressed the overwrite button, but the error occurred again and the surgeon decided to convert to laparoscopic surgery. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.